Event description:
It was reported that this pacemaker was discovered to have been in safety mode. Surgical intervention was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the pacemaker was performed. Visual inspection of the device did not reveal any abnormalities. No communication could be established with the returned device and a programmer. The device case was opened, and internal visual inspection appeared normal. The battery voltage was measured and determined to be too low to establish telemetry. The battery was removed and sent for further analysis which found depleted cells with no battery-related failure determined. Overall, analysis confirmed the pacemaker was in safety mode, however a cause could not be established.

Event description:
It was reported that this pacemaker was discovered to have been in safety mode. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.